Manufacturer narrative:
Product complaint # (B)(4). All medical device reports associated with the same/similar device(s) and visual : scratched/nicked were reviewed. It was determined visual : scratched/nicked has not caused or contributed to any deaths or serious injuries within the time period of jan 1, 2018 ¿ july 12 2022. In total, there have been zero serious injuries and zero deaths reports related to visual : scratched/nicked in the last 4.5 years. Based on the data, the likelihood of a death or serious injury occurring as a result of the failure is remote; therefore, visual : scratched/nicked associated with same/similar device(s) of this report will no longer be reported as a medical device report (MDR) unless the event results in a reportable event per 21 cfr 803.50.

Event description:
It was reported that the 32+1 12/14 head trial was too rough and needs to replaced.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.